Event description:
The customer alleged damage to a camera head coupler. The device melted in the container. The manufacturer suggested the customer use the sterrad unit instead of a stream sterilizer to prolong the life of the devices. There were no reports of juries or patient involvement. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse reported the following: melted scope had been processed through the unit. The fse performed a system verification on the sterrad nx unit and ran an empty standard cycle. Reference MDR: 2084725-2009-00148.